Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient had seen the alarm 215-5fyyyy in place of a current cgm reading. The sensor was inserted into the abdomen on (B)(6) 2018. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.